Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that while performing the pacer test during functional inspection, the analyzer being used would show an "out of range" error message. Complainant indicated that there was no pt involvement in the reported malfunction.